Event description:
This rv lead was implanted on (B)(6) 2005 and still remains implanted at this time. It was noted during routine check lead exhibited noise on rv channel, consistent with early stage lead fracture and no impedance change yet. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).